Event description:
It was reported that during a balloon kyphoplasty procedure (bkp) at t9-t10 using balloons, surgeon used the balloon successfully at t10 and expanded and deflated balloon properly. Surgeon used the same balloon at t9 and balloon burst at 500psi. Balloon could be inflated up to 700psi, but was also indicated for single level use. Surgeon was aware of that point and concluded that it burst due to the fact of reuse. Surgeon completed bkp using a new balloon. There were no patient symptoms or complications. The patient was not allergic to the contrast media.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.